Manufacturer narrative:
Complaint conclusion: during the coil embolization for c2 segment of internal carotid artery ruptured aneurysm, it was noted that the coil size of the orbit galaxy (640cf0510/15673893, complaint product) would not fit the target aneurysm. It was further explained as this complaint product was a third coil and the coil would not conform closely to the target aneurysm. Therefore the decision was made to resheath it; however, there was a failure to resheath. As physician applied some torque to the dpu, the coil could not be reloaded into the introducer sheath. The 'coil retrieval' section of the instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. It was reported that there was no damage to the coil system. Therefore the orbit galaxy was safely removed from the patient and was replaced for a new product of the different size (size and lot unknown). Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. There was no flow restriction or reduction as a result of this event. There was no difficulty un-sheathing the coil prior to insertion into the microcatheter (mc). It is unknown how was the coil being retrieved after difficulty re-sheathing. It is unknown if the mc (brand name and type unknown) was replaced or not. It is unknown if there were any damages noted on the mc. It is also unknown if same mc was being used with subsequent coils. The vessel was not calcified or tortuous. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no resistance/friction during advancement/removal of coil system through mc. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the mc. It is unknown if the mc was re-shaped or not. The device is not available for analysis. Although without the return of the device for analysis, a definitive conclusion regarding the report that the coil would not conform closely to the target aneurysm; based on the reported information, it appears that coil size selection may have impacted the event. Based on the report that there was no difficulty unsheathing the coil, it appears that procedural factors handling technique may have contributed to the inability to re-load the coil system into the introducer sheath without any indication of any related manufacturing issues. The IFU cautions against applying torque. A review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization for c2 segment of internal carotid artery ruptured aneurysm, it was noted that the coil size of the orbit galaxy ((B)(4), complaint product) was not fit the target aneurysm. It was further explained as this complaint product was a third coil and the coil would not conform closely to the target aneurysm. And so the physician wanted to re-sheath it. However, during that time, physician failed to re-sheath it. As physician applied some torque to the dpu, the coil could not be reloaded into the introducer sheath. There was no damage occurred to the coil system. Therefore the orbit galaxy was safely removed from the patient and was replaced for a new product of the different size(size and lot unknown). Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. There was no flow restriction or reduction as a result of this event. There was no difficulty un-sheathing the coil prior to insertion into the mc. It is unknown how was the coil being retrieved after difficulty re-sheathing. It is unknown if the microcatheter(brand name and type unknown) was replaced or not. It is unknown if there were any damages noted on the mc. It is also unknown if same mc was being used with subsequent coils. The vessel was not calcified/tortuous. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no resistance/friction during advancement/removal of coil system through mc. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.